Manufacturer narrative:
No injury reported. The chair was approx 3.5 years old at the time of the incident and no longer in warranty. User was in their chair when the chair stopped, and the user smelled a hot electrical smell. No visual damage to the chair was observed by the user, and the chair no longer operated. Consumer contacted a dealer who serviced the chair. The dealer changed out the some components and the chair remains in svc. MFR attempted to obtain the alleged components replaced but dealer had discarded the components as they were no longer warranted. The dealer did advise the controller had malfunctioned but was not able to be specific to the cause. Dealer did not state any electrical components had signs of overheating. MDR filed solely on consumer's statement of observing smoke.

Event description:
The consumer was going from the kitchen to the bathroom when the chair allegedly stopped suddenly. The consumer smelled a hot electrical smell and got herself out of the chair. No injury is alleged.